Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 61 mg/dl back to back with a result of 194 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that the customer self-treated with grapes after obtained the 61 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.